Manufacturer narrative:
One (B)(4) bioraptor® 2.3 pk suture anchor device returned. This is not serialized product. One strand of cobraid blue/white was returned with a segment of an anchor attached. The rest of that anchor is absent. The anchor portion returned has conditions consistent with excess pressure placed upon it and potential loss of axial alignment. The device is in extremely poor condition. The inserter shafts have been intentionally impaired/bent. Due to the physical condition of the returned product the complaint allegation could not be confirmed. It is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. Breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of approved smith & nephew instrumentation is strongly recommended to prepare the insertion site and maintain axial alignment between insertion site and the bioraptor¿ suture anchor. No root cause related to the manufacturing of this device was confirmed.

Event description:
It was reported that the unit was damaged. According to the investigation the anchor was broken, for that reason this complaint is being reported to the FDA.